Event description:
It was reported that this implantable pulse generator (pacemaker) recorded an alert for a right atrial (ra) pacing impedance spike high out-of-range. Reportedly, a few days later, this device's ra automatic capture feature went into suspension mode. Capture thresholds were high due to this change and the patient could feel the pacing. Technical services reviewed this case and discussed the issue is likely related to spring contact issues between the ra lead and the pacemaker. Further information was received, no lead issues were found after evaluation, everything was stable and the lead was reprogrammed as corrective action. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.